Manufacturer narrative:
(B)(4) - break.

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip detached at 54,000 joules. Per the customer, the fiber tip detached when the physician was cleaning the fiber outside of the patient. The procedure was completed with turp. Additional information reported by the customer was there were no damages to the patient. The user did not experience any issues from use of the system.